Event description:
During final implantation of delta xtend, surgeon fell that the poly cup was not fully seating. Poly had been warmed to approx 100 degrees for 10 minutes prior to implantation. Process was repeated with the same results. After second attempt to seat poly failed, surgeon requested that a second poly of same size be opened. This poly was warmed and successfully seated into stem. A surgical delay of 20-30 minutes resulted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.